Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tip of an everest cannulated height adjustment driver fractured intra-operatively and that the fractured component remains in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the tip of an everest cannulated height adjustment driver fractured intra-operatively and that the fractured component remains in the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.